Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer ate glucose tablets and required the assistance of a friend, who administered a glucagon injection. However, the customer's bg was later noted to be 362 mg/dl, due to over correcting for the low bg level. The customer took a manual injection of insulin.